Manufacturer narrative:
Changing fdc to (B)(4) as no root cause was identified. Desktop charger (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient in response to a follow up letter sent. The patient indicated their cause of pain was from having 6 back fusions. The patient reported that the replacement of their desk top charger resolved their issue with having pain. Patient reported their weight at the time of event was 150 lbs. No further complications anticipated at this time.

Manufacturer narrative:
Other applicable components are: product type: recharger ,product ID :37761, serial# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non malignant pain. It was reported that the connector pin was broken. The patient reported they had pain. (B)(6) 2018 (con) additional information was received from the patient who reported they received their desk top charger (dtc) and was connected and charging the recharger. The patient reported that they have been charging the recharger for almost 3 hours and it is not complete yet but was recharging to the last quarter and they were able to see the plug on the screen indicating it was connected to power supply. The patient inquired on how long it takes to recharge during a session. They were advised told that it would take longer with stimulation still turned on and it was reviewed with the patient on charging expectations. No further complications reported and/or anticipated at this time.